Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pains in my left lower quadrant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunction". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroid"), affective disorder ("mood dis"), ovarian cyst ("ovarian cycs"), alopecia ("hair loss"), uterine mass ("mass in uterus") and micturition disorder ("five times to pee") and was found to have weight increased ("weight gained"). The patient was treated with surgery (d and c done and tubes removed). Essure was removed. At the time of the report, the pelvic pain, hypothyroidism, affective disorder, weight increased, ovarian cyst, alopecia, uterine mass and micturition disorder outcome was unknown. The reporter considered affective disorder, alopecia, hypothyroidism, micturition disorder, ovarian cyst, pelvic pain, uterine mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: all information has to be copied from retention. Upon internal review it was found that this case (B)(4) was duplicate of this case therefore this case (B)(4) was marked for deletion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pains in my left lower quadrant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunction". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyro"), affective disorder ("mood dis"), ovarian cyst ("ovarian cycs"), alopecia ("hair loss"), uterine mass ("mass in uterus") and micturition disorder ("five times to pee") and was found to have weight increased ("weight gained"). The patient was treated with surgery (d and c done and tubes removed). Essure was removed. At the time of the report, the pelvic pain, hypothyroidism, affective disorder, weight increased, ovarian cyst, alopecia, uterine mass and micturition disorder outcome was unknown. The reporter considered affective disorder, alopecia, hypothyroidism, micturition disorder, ovarian cyst, pelvic pain, uterine mass and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.